Event description:
The drain was surgically placed and removed postoperatively at bedside. During removal resistance was met and the drain tubing snapped out of the insertion site. X-ray was obtained and a small piece of the catheter tubing was found to have been retained.